Event description:
Procedure: lap. Excision of lesion of uterus. According to the reporter: device was used with l form hook. Tip of the vacuum hole burned and fell inside patient when opening myoma and retrieved. Another device was used. No patient harm. Patient age and weight: not provided. Gender: female. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Pieces fell into the cavity and could be retrieved. No bleeding.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/16/2015.

Manufacturer narrative:
(B)(4).